Manufacturer narrative:
(B)(4). Date sent: 11/6/2024; d4: batch # unk. Investigation summary: this is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show tissue with a staple line and oozing. However, due to tissue on staples line proper/improper form of staples cannot be determined. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 622c37, and no non-conformances were identified

Event description:
It was reported that during the surgery. After fired, noted that a few staples formed with irregular shapes and anastomotic site was oozing. Suture was used to oversew. There was no patient consequence reported, no additional information could be provided.